Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for us. During procedure, it was noted that the balloon ruptured at 5atm upon first inflation. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the returned device identified no issues. The balloon wings were relaxed and inside the balloon body whitish solidified media was observed. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath after 48 hours and the balloon was again attached to an inflation device and subjected to positive pressure. The balloon failed to inflate due to the solidified media inside the wire lumen. A visual and microscopic examination found no issue with the balloon or blades that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the surface of the balloon. The markerbands and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands or tip of the device that may have potentially contributed to the complaint incident. A visual and tactile examination identified a hypotube kink at 83 cm from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination found no kinks or damage on the extrusion shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for us. During procedure, it was noted that the balloon ruptured at 5atm upon first inflation. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good.